Event description:
I have an invacare tdx sr power wheelchair with a motion concepts tilt/recline seating system. The chair was purchased in the first quarter of 2009. The chair has 3 12 volt batteries; 2 12 volt batteries wired in series to power the motors and seating system and 1 12 volt battery to power my ventilator. On the morning of (B)(6)2010, as I was laying in bed about to be transferred into my chair, my brother unplugged the 12 volt charger that is connected to the battery in the base of the chair that powers my ventilator. Instantly, there was a fire underneath the seating system. My brother and wife sprayed a fire extinguisher, attempting to quell the fire, but the fire continued burning. Then, my brother and wife detached my backpack and ventilator from the back of the chair, sprayed a fire extinguisher, and rolled the chair outside. The fire extinguisher was used one more time outside and was ineffective again. Eventually, the fire burned out. The chair burned for approximately 45 sec to 1 minute. The bedroom and entryway were full of smoke, so my brother and wife opened the windows and doors and brought fans to clear the air. Dates of use: (B)(6)2009 - (B)(6)2010. Diagnosis or reason for use: wheelchair fire.